Manufacturer narrative:
Please note: an additional gore® excluder® iliac branch endoprosthesis has been added to this report: hgb161407a/17238843. Results pending completion of manufacturing evaluation. CT images dated: (B)(6) 2019 were received by gore from the facility and an imaging evaluation was performed. Mpr and 3d reconstruction illustrated that the trunk-ipsilateral component appeared to be invaginated. Orthogonal reconstruction illustrated the invagination of the proximal aspect of the trunk-ipsilateral component. The ipsilateral and contralateral limbs appeared to be occluded. Axial images also appeared to show invagination of the proximal aspect of the trunk-ipsilateral component and occlusion of the ipsilateral and contralateral limbs. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel. Per IFU, users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2018, the patient was implanted with gore® excluder® aaa and iliac branch endoprostheses to treat abdominal aortic and left common iliac artery aneurysms. A final procedural angiograph reportedly revealed a type ii endoleak, and a slight ¿bird beak¿ at the proximal of the trunk-ipsilateral leg component. No further treatment was performed, and the physician would continue to monitor the patient. On (B)(6) 2019, the patient reportedly complained of slight numbness of both legs. A follow-up computed tomography scan reportedly revealed ¿compression¿ of the proximal end of the trunk-ipsilateral leg component. According to the report, the endoprosthesis was occluded from the proximal end to the bilateral common iliac arteries. A secondary intervention procedure, scheduled for (B)(6) 2019, was postponed and has not yet been rescheduled.

Manufacturer narrative:
H6: code 213 - a review of the manufacturing records for the devices verified that the lots met all pre-release specifications. H6: updated conclusion code correction to h10/11: CT images dated (B)(6) 2019. Per the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.